Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Universal surgical manipulator (usm) 2 was replaced to correct issues. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and in artemis, the 1161 error was found indicating ac hardware current/voltage monitoring fault (acc) on the usm, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where the component functioned as expected. The unit was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the usm was inspected, and no faults could be identified. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, caller informed technical support engineer (tse) a repeated error 1161 on universal surgical manipulator (usm) 2. The caller tried powering cycling the system and hard cycling the system, with no change. The caller continued the procedure with three arms. The procedure was completing as planned with no reported injury.